Event description:
It was reported that it was difficult to draw blood through a one-link needle free connector. This occurred during a patient blood draw. The reporter stated that the one-link connector was being used in conjunction with a non-baxter catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.